Manufacturer narrative:
The balloon catheter afapro28 with lot number 17293 and data files were returned and analyzed. The data files showed at least seven applications were performed with the returned catheter on the date of the event. The data files confirm system notice #50014 ¿the balloon is not sufficiently inflated¿ in injection 1, 2 and 3 on the date of event. The data files showed at least four applications were performed with a non-returned catheter afapro28 with lot number 17293 on the date of the event. The data files confirm system notice #50014 ¿the balloon is not sufficiently inflated¿ in injection 1, 2 and 3 on the date of event. The files showed system notice # 50005 ¿the safety system has detected fluid in the catheter and stopped the injection¿ was triggered on the event date. Visual inspection showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for seven injections. The catheter failed the performance test due to system notice #50005 ¿the safety system has det ected fluid in the catheter and stopped the injection.¿ dissection and pressure testing showed a guide wire lumen kink 2.25 inches from the tip. Pressure test showed leak at the kink location. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.